Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined that the device failure to recognize the correct power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device was displaying a dc indicator even though the power supplied was ac. There was no patient injury reported as a result of this incident.